Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large needle driver instrument and completed the device evaluation. The instrument was analyzed and found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input do not show damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm large needle driver instrument was observed to have a missing part. There was no reported injury.